Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller notified today that patient had high impedances on electrodes and is going to need a lead revision, which is scheduled for feb 18.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2t0fu implanted: (B)(6) 2023: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6) ubd: 29-nov-2024, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2t0fu, implanted: (B)(6) 2023 explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that starting in (B)(6)or (B)(6) 2024 they noticed a return of their urinary retention symptoms. They also noticed their creatinine levels indicated they were in stage 4 kidney disease. Patient stated their creatinine levels are heavily affected by urinary retention. In (B)(6) 2025, the patient attempted to adjust their therapy settings, but got "maximum settings reached" message on all of their programs, which prevented them from being able to appropriately manage symptoms. They went in for an appointment at managing healthcare provider (hcp) regarding this message. A manufacturing representative (rep) was there as well. It was at that appointment that it was determined the lead was not working needed to be replaced. They indicated they had not had any accidents to account for lead damage. They said that when the doctor was in to the surgery they said that everything was connected and nothing looked wrong externally with the lead to know why it was malfunctioning. They replaced the lead and it appeared to be working now.